Event description:
A customer reported via phone call indicating that the batteries in their insulin pump would not last more than 2 days. The customer is calling back, because the battery cap sent to them did not resolve the issue. The patient's blood glucose level was unknown at the time of the call. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer.

Manufacturer narrative:
Findings: pump had high idle current due to moisture damage found on electronics. Pump received with minor scratched display window, cracked reservoir tube lip and missing end cap sticker.